Manufacturer narrative:
This event was reported to the FDA via a voluntary medwatch report. The report number is mw5077993. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an autotome¿ rx 44 was used in the ampulla and sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. The physician decided not to extend the cut and just decided to remove the device. There was no part of the device was detached inside the patient. Reportedly, they used the same generator and active cord, but used a second autotome¿ rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the cutting wire was broken and blackened. No other issue was noted. The complaint was consistent with the reported event of cutting wire broken, so it is most likely that a peak of voltage could have caused the failures noted. Additionally, during manufacturing process the units are inspected in order to avoid or detect defects, however, there is no control in how devices are manipulated in the field. Based on all the available information and the condition of the returned device, the most probable cause of this complaint will be documented as ¿operational context¿. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the ampulla and sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cutting wire broke. The physician decided not to extend the cut and just decided to remove the device. There was no part of the device was detached inside the patient. Reportedly, they used the same generator and active cord, but used a second autotome rx 44 to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.